Manufacturer narrative:
The customer reported an infection which was treated by a doctor prescribed oral antibiotic and topical medication. A primary cause of infection is milk stasis within the breast, providing a medium for bacterial growth. There are a variety of risk factors for infection, including missed or restricted feedings, breast engorgement, restriction from tight bra/ clothing, prone sleeping position, maternal stress, excessive fatigue, and malnutrition. The willow device has not yet been evaluated by exploramed nc7. However, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the incidence of infection. World health organization, mastitis causes & management, 2002. Spencer jp, management of mastitis in breastfeeding women, american family physician. 2008; 78 (6): 727-732. Michie c, the challenge of mastitis. Arch dis child. 2003: 88, 818-821. Foxman b, lactation mastitis: occurrence and medical management among 946 breastfeeding women in the united states. Am j epidemiol, 155 (2) 2002.

Event description:
The customer's mother and sister reported to (B)(6) customer care on 19 oct 2020 that the customer had been diagnosed with an infection of the nipple. The customer visited the hospital and was prescribed oral antibiotics and topical cream (medication details not provided).